Event description:
Reporter alleged aviva system blood glucose meter gave error after dosing test strip when customer attempted to test blood glucose. Reporter alleged customer was treated by paramedics for high blood glucose. Type of treatment was not reported. Reporter disconnected the phone call without providing name or contact information. No return of product could be requested nor replacement product sent.